Manufacturer narrative:
The intraocular lens (iol) was received at abbott medical optics manufacturing site for evaluation. The evaluation revealed a model z9002, 21.5 diopter lens. The explanted lens was received cut into two (2) pieces inside a plastic bag. The lens had surface residuals adhered to both sides of the optic body which was compatible with handling of a lens during use. The received optics sample (cut into two (2) pieces) were joined and placed into a respective insert where a manufacturing certified operator inspected the lens for optical properties following established procedure. Optical inspection results showed that the lens diopter corresponded to a 21.5 diopter lens. The results of the diopter inspection were found to be within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced a poor outcome approximately one (1) month post operatively, and the intraocular lens was explanted. It was noted that the diopter size was believed to be mislabeled. No further information was provided.

Manufacturer narrative:
Intraocular lens. The explanted intraocular lens was not returned to the manufacturer. A manufacturing record review was performed and the results indicated the lens passed all inspections and met all specification prior to release. Documentation shows that the product was manufactured according to specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.